Event description:
Agency name: (B)(6). When did it occur? : before use hypodermic needle injury: no other treatment: unknown were the returned items used? : no if they were used, was something attached to them? : no returned quantity:8 details of the event (timeline, history, etc. ): the rubber packing was loose 1 unit the plastic part of the syringe that you push for the solution to come out didn't work 1 unit after opening the pouch, the product was sticky, maybe lubricant? 6 units batch # unknown

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.